Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Blue clave (bd max zero) cracked during socium bicarb admin. Patient woke up covered in medication and soaked through clothes and bedding. Unknown duration of improper medication delivery. Sodium bicarb is used for methotrexate cleareance.